Manufacturer narrative:
This report is being filed under exemption e2017050 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge group logistics america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2019 we became of an issue with 8668 model washer disinfector. As it was stated, the shaft seal on the circulation pump of the device was leaking and resulted in a situation when a staff member has slipped on the wet floor and fell. None of information received suggest that an injury occurred as a result. Moreover, we have been informed that the employee refused treatment. Nevertheless, we decided to report this complaint based on the potential for adverse outcome, if it was to reoccur.

Manufacturer narrative:
When reviewing reportable events, we were able to establish that the issue under this investigation is considered to be single, isolated event. The device involved in the issue is washer disinfector 8668 model number with serial number (B)(4). The device was manufactured on 19th may, 2010 and installed on customer site on 1st september, 2010. The getinge 86-series washer disinfectors are intended for cleaning, disinfecting and drying surgical instruments. As it was stated in the previous section of this investigation, initial customer allegation was the water leak from the device. The device was inspected by getinge technician and a shaft seal on the circulation pump was found faulty, thus a replacement part was ordered. The day after device inspection, the customer claimed that wet floor near to the washer disinfector has led to the situation where a staff member slipped and fell. The part was replaced few days after. Based on the design of the affected part and its designated function in the washing process, it is not likely that a faulty circulation pump could be the main source of the leak that contributed to a flooding of the floor and, consequently, creating a slip hazard. Additionally, the flooding could not be confirmed as the leak was cleaned up by the time the technician arrived on customer site and it was impossible to recreate it nor to define how big the leak was when the incident took place. Moreover, as the company¿s representative noticed, the customer has occasionally spills of water in the area where the getinge washer was placed, due to the drain being located nearby the machine. The water was found in those instances to have come from containers holding water after machine cycle and from hand washing done before the cycle in washer disinfection has been initiated. In summary, when the event occurred, the device did not meet its specification, however it is alleged to have played a role in the investigated event. Based on the information collected to date it cannot be confirmed that leaking circulation pump has directly contributed to the situation described, namely person slipping on the wet floor. From all information gathered to date, it seems most likely that a wet floor was a result of several factors, including type of working environment, possibly faulty washer disinfector, and accumulation of a water waste from different parts of processes that normally take place in central sterilization of the hospital. At the time when the event occurred, the device was not being used for patient treatment. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time. This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. (B)(4)) on behalf of the importer getinge group logistic america, llc (registration no. (B)(4)).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534) the issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).